Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. According to the patient, on (B)(6) 2025, the bg was 276 mg/dl on a fingerstick test, while the displayed high (more than 400 mg/dl). The patient administered 3 units of insulin but soon after, she experienced symptoms including shakiness, cold sweats, difficulty walking, and a sense of losing consciousness. Her boyfriend took her to the hospital, where she was given intravenous (IV) fluids without any additional medication. Although her glucose level was checked at the hospital, she couldn¿t recall the exact numbers and mentioned the readings were still inaccurate. No mention if high or low bias inaccuracy at that moment. As a result, she removed the sensor and started a new one. The patient was discharged from the hospital after 6 hours. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.